Manufacturer narrative:
Additional information: per analysis update. Internal insulation abrasion was noted at 24.2-24.4, 26.6-26.8, 27.2-27.4, 27.5-27.7 cm from the proximal end. The etfe coating was intact at this/these location(s). All other damages found are consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-13101. It was reported that the right atrial and right ventricular lead were capped and replaced on (B)(6) 2012. Upon review, it was suspected that lead abrasion was noted on the right atrial lead and right ventricular lead. The right atrial lead and right ventricular lead were explanted on (B)(6) 2019. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the lead abrasion noted on the right atrial lead and right ventricular lead was a possibility not an actual occurrence observed by the physician. The right atrial and right ventricular abandoned leads were explanted and replaced so that the patient would have the ability to have an MRI scan in the future.